Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel catheter with no stent and 2 unidentified guidewires. The balloon was loosely folded. There was contrast and blood in the inflation lumen. There was blood in on the balloon exterior. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 23 cm from the hub. The fracture faces were oval as if kinked prior to separation. The shaft was completely separated 45cm from the tip. The fracture faces was stretched prior to separation. The shaft was stretched at the point of separation and continued distally for 19cm. There was neck down stretch near the exit notch. There were numerous hypotube kinks. The inner shaft was still attached. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break and stent dislodgement occurred, and the patient died. The target lesion was located in the left anterior descending (lad) artery. A 24 x 3.00 rebel stent was advanced but failed to cross the lesion. As the device was being pulled out, it was realized that the shaft broke at a portion outside the patient's body. When the remaining part was pulled out, the shaft broke again where the rapid exchange port is located. When everything was attempted to be removed as one unit, the stent came off the balloon into the lad. Subsequently, everything was able to be removed and an attempt was made to retrieve the dislodged stent but was unsuccessful. The physician deployed and crushed the stent up against the vessel wall and while doing this, the patient started to have respiratory arrest. The procedure was aborted and the patient was intubated. The patient was then transferred to the intensive care unit, monitored on numerous stretchers, and coded numerous times, but the patient passed away.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break and stent dislodgement occurred, and the patient died. The target lesion was located in the left anterior descending (lad) artery. A 24 x 3.00 rebel stent was advanced but failed to cross the lesion. As the device was being pulled out, it was realized that the shaft broke at a portion outside the patient's body. When the remaining part was pulled out, the shaft broke again where the rapid exchange port is located. When everything was attempted to be removed as one unit, the stent came off the balloon into the lad. Subsequently, everything was able to be removed and an attempt was made to retrieve the dislodged stent but was unsuccessful. The physician deployed and crushed the stent up against the vessel wall and while doing this, the patient started to have respiratory arrest. The procedure was aborted and the patient was intubated. The patient was then transferred to the intensive care unit, monitored on numerous stretchers, and coded numerous times, but the patient passed away.